Event description:
While in use, the wand emitted sparks and the generator began to alarm. The wand was removed from the operative site and tested. It again emitted sparks and alarmed. Device removed from service and replaced. Case continued.